Event description:
Report received from the USA stating that the device could not secure the cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was not returned to depuy synthes power tools, so no investigation has been performed. If the device is returned or if additional info is received, a supplemental report will be sent. (B)(4).